Manufacturer narrative:
(B)(4). D10: item# unk znn 11mm nail; lot# unknown; item# unk distal locking screw; lot# unknown. E1: full establishment name - (B)(6) medical center. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an orif approximately twelve (12) years ago. Subsequently, the patient reported within a week of implantation, they developed a rash and itching sensation below the knee. It was reported the patient saw their doctor approximately one (1) year ago due to their leg getting worse and experiencing pain. All implants currently remain in-situ at this time. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. Attempts have been made to gather product ID information and no further info is available no product was returned or pictures provided; visual and dimensional evaluations could not be performed. It is noted medical records were provided for the initial procedure but no medical records after the initial surgery were provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. Reported event cannot be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.